Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the lad and one resolute onyx stent was implanted into the cx. Approx 13 days post index procedure the patient suffered unstable angina. The patient was treated with medication. Cec adjudicated the event as a non q wave mi (vessel unknown) 3rd udmi spontaneous. The investigator assessed the event as unlikely to be related to the index device or anti-platelet medication. Safety assessed the event as not related to the index device or anti-platelet medication. The patient recovered.